Event description:
The reporter contacted animas on (B)(6) 2012 alleging that over the past 2 weeks the pump has been losing time. The reporter indicated that the pump is losing approximately 1 hour every 5 to 7 days. The reporter has checked the pump time against their watch and the clock on the television. This report is being made based on the allegation that the pump is losing time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a time keepting test was performed and the pump was found to be keeping time accurately, however the pump was found to be returning to default time and date when the battery was removed. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.